Event description:
It was reported that the patient failed to pair their mobile device to their implantable cardioverter defibrillator (ICD). Upon further investigation, it was suspected that the ICD has lost bluetooth (ble) connectivity. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of bluetooth unavailable was confirmed. Based on the review of the information provided, final analysis found the remote monitoring function on the merlin programmer was set to ¿disabled¿ resulting in the inability to use ble. No anomalies were found.